Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector, but the infusion set had not used at all. This issue occurred with three infusion sets. At the time of the event her blood glucose level was 334 mg/dl. Further, they replaced the infusion set and resumed insulin successfully. No further information available.